Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise when implantable pacemaker was connected after lead implantation and sleeve fixation, however, a noise marker occurred and the intra-cardiac electrocardiogram under the programmer indicated a fine noise that appeared to be an external noise, and ventricular pace (vp) was paced at 80 parts per million with noise reversion. The lead was removed again, cleaned the lead connector with gauze, and then reconnected to the device, however, the same event as specified above recurred. Therefore, it was suspected that the main unit of the device was defective and has been replaced. A new device was implanted. No additional adverse patient effects were reported.